Manufacturer narrative:
Product analysis the device returned with a detachment evident to the catheter body immediately proximal to the proximal balloon bond. Deformation was evident to the catheter with kinks and bunching evident. The material was jagged and uneven at the detachment site. Biologics were evident in the inner member. Inflation and deflation testing were not able to be performed due to the condition of the device. The balloon folds were expanded on return. Deformation was evident to the distal tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information the balloon was removed by pulling with resistance. The balloon was jammed at the sheath and was seen torn off after removal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician used a in.pact admiral dcb balloon with a 6fr sheath during treatment of a fibrous lesion in the patients left artery/vein. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was not pre or post dilated. An inflation device was used for balloon inflation. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device and no excessive force was used. There was no issues noted when inflating and deflating the balloon. The balloon became stuck in the sheath during removal. The balloon was ultimately removed and was found to be partial torn. No fragment of balloon was left inside the patient. The device was safely removed from the patient. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.